Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and was surgically repositioned due to dislodgement. Patient went to hospital because of dizziness 2 days after implant and the undersensing was noted then. After x-ray imaging, it was showed that this lead lost it slack as it was pulled up, yet it was still working fine. This lead was then revised. No additional adverse patient effects were reported.